Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller reported patient's first blood glucose result on meter uj66088871 was 444 mg/dl. She tested the patient again within two minutes using the other hand and got a result of 97 mg/dl. She then grabbed uj66088517 and got a result of 117 mg/dl five minutes later. The patient was treated with 8 units of novolog and ate a tray and a half of food. A diabetes nurse educator found the patient acting confused about an hour after the treatment. Patient's blood sugar was 28 mg/dl on an undetermined device. The patient was given 480 ml of orange juice and an amp of d50. Their result was 183 mg/dl after this treatment. No timeframe was provided for this result. The patient is fine at this time. A request was made for the return of the meter and strips, replacement sent.